Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient having deep visceral pain radiating from the battery site through their low back. The patient reported that they were moving a box when they felt the pain the lower back. The patient reported that the ins had migrated about 3 ¿ 4 inches towards the right. The patient also reported that the ins is closer to the surface. The patient was scheduled to meet with their doctor to determine if a pocket revision in necessary. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the doctor determined that the device had nothing to do with the pain the patient was experiencing and thus, the device will not be explanted. No further complications are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with the rep on (B)(6) 2018 and the impedances were normal. The patient planned to meet with them and their doctor on (B)(6) 2019 to determine if surgical intervention is necessary. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.